Manufacturer narrative:
Hillrom evaluated photos of the product to conclude that the scorching was caused by damage to the cable. Based on the placement of the damage, it was determined that the damage was caused by wear on the cable. The service guide for the lift (3en371001) states: "liko¿ lifts must be thoroughly inspected when the service light at the control unit illuminates (if applicable) or at least once per year. Inspection and service must be carried out by hill-rom authorized personnel". Under section 8 it states: "check cables and connectors for damage or wear". If a yearly inspection of the damage on the cables is performed properly, this fault is unlikely to occur. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The control box and charging cable will be replaced. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account that the charging cable was scorched. The lift was located at the account at the time of the incident. There was no patient or user injury . This report was filed in our complaint handling system as complaint # (B)(4).